Event description:
It was reported that the micro drill medium straight attachment heated up during an oral procedure. A back-up was used to complete the procedure without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the bearings.